Manufacturer narrative:
The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the outer base tube weldment is broken. There was no pt involvement, and no adverse consequences were reported.